Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, this report will be updated.

Event description:
Additional information was requested of the field representative. The alert 1007 was suspected to be a result of the low voltage capacitor issue. The device was explanted and replaced with a competitor's device. No save to disk was done. As it was a competitor device replacement, the field representative was unable to obtain the device for return.

Event description:
Boston scientific received information that this patient presented to the clinic due to feeling pre-syncopal. Upon device interrogation, an alert was recorded (code 1003) indicating the battery voltage was too low for the projected remaining capacity. The alert was cleared and another alert appeared (code 1007) indicating a charge time exceeded message. Boston scientific technical services (ts) discussed clearing the alerts, then check to see if there were any additional alerts. Replacement was recommended as the patient is not currently protected. The device has limited functionality, pacing at vvi 50 ppm. The health care professional (hcp) stated she would check for additional alerts and contact ts with any further details.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.